Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. The target lesion being treated was located in the proximal portion of the saphenous vein graft to 2nd obtuse marginal. The lesion was 80% stenosed, 5mm in diameter and 55mm long. The lesion was treated with direct stent placement using overlapping 4.0x28mm and 4.0x32mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient presented with recurrent angina and abnormal results of a cardiolite stress test. In (B)(6) 2011, the patient was hospitalized for elective cardiac catheterization. The 80% stenosed lesion located in the proximal to mid portion of the 1st obtuse marginal (om) was treated with placement of a 2.75x16mm ion stent. A 3.5x16mm ion stent was positioned across the lesion involving the proximal most aspect of the left circumflex (cx) transitioning into the 1st om. Post stent deployment, angiographic imaging showed residual outflow track disease beyond the 2.75x16mm ion stent in the 1st om. A 2.5x12mm ion stent was positioned in the outflow lesion in the 1st om. After deployment of the 2.5x12mm ion stent in the 1st om, residual disease was still present in the outflow track beyond the stented segment. This was treated with the deployment of a second 2.5x8mm ion stent in the 1st om distal to the 2.5x12mm stent. Residual stenosis was 0% with timi 3 flow down the distal om. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Update/correction: device lot number corrected from ''13216558'' to ''13924635.'' Upn corrected from "h7493893628400" to "h7493893632400." Device expiration date corrected from "06/19/2011" to "04/09/2012." Device manufactured date corrected from "1/27/2010" to "11/19/2010." Catalog / model # corrected from "38936-2840" to "38936-3240." (B)(4).

Event description:
(B)(4). Same case as: 2134265-2012-03971. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. The target lesion being treated was located in the proximal portion of the saphenous vein graft to 2nd obtuse marginal. The lesion was 80% stenosed, 5mm in diameter and 55mm long. The lesion was treated with direct stent placement using overlapping 4.0x28mm and 4.0x32mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient presented with recurrent angina and abnormal results of a cardiolite stress test. In (B)(6) 2011, the patient was hospitalized for elective cardiac catheterization. The 80% stenosed lesion located in the proximal to mid portion of the 1st obtuse marginal (om) was treated with placement of a 2.75x16mm ion stent. A 3.5x16mm ion stent was positioned across the lesion involving the proximal most aspect of the left circumflex (cx) transitioning into the 1st om. Post stent deployment, angiographic imaging showed residual outflow track disease beyond the 2.75x16mm ion stent in the 1st om. A 2.5x12mm ion stent was positioned in the outflow lesion in the 1st om. After deployment of the 2.5x12mm ion stent in the 1st om, residual disease was still present in the outflow track beyond the stented segment. This was treated with the deployment of a second 2.5x8mm ion stent in the 1st om distal to the 2.5x12mm stent. Residual stenosis was 0% with timi 3 flow down the distal om. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device is a combination product - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).